Event description:
It was reported that the pulse generator could not be interrogated. A surface EKG showed that the device was providing pacing support. The magnet rate was 100 ppm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.